Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was reported to be 160 mg/dl, which is within the normal range. No additional information was provided.